Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient was in pain in their private area and leg, and their amplitude level was 1.6. It was noted they were to increase amplitude level until the patient was aware of feeling stimulation all the time; the patient was advised to decrease amplitude level until the patient was no longer in pain, and they were educated on how stimulation worked. Additional information was received one day later. The patient was voiding more than they were before. The patient was going every 2 hours since a program change, which they were doing worse. The patient did not feel stimulation. Additional information was received on 2017. The patient had about 4 bowel movements, which was unusual because they were normally constipated. Additional information was received four days later. The patient was voiding every hour like before. They had a very large leakage where they soaked everything and had no control over. It was noted the patient had leakage, but little, and they were not completely emptying their bladder; their voided volume was very little and sometimes had to pull and squeeze, but still just very little void came out. Additional information was received on (B)(6) 2017. The patient was not having any improvement; their urgency was still urgent, and they were not completely emptying their bladder without having to push, pull, strain, and tug. No further complications were reported/anticipated.